Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a coronary procedure and the procedure was completed by using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry movements were not available. A review of the system logfile confirmed malfunctioning of the motor assembly. Upon functional testing, the fse found that the amc drive controller was defective. To resolve the reported issue, the fse replaced the amc drive controller. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the geometry movements were not available. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.